Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 430-600 mg/dl with low to medium ketones; cause was unknown. Bg was treated by changing out supplies, increasing the basal rates, and administering correction bolus and manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 430 mg/dl - 600 mg/dl with an unknown cause. Bg was treated by changing out supplies, increasing the basal rates, and administering correction bolus and manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.